Event description:
It was reported that continuous glucose monitoring repeatedly displayed error 42 on pump, with same error occurring three or more times and previously reported on this device. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place old pump in storage mode before return, advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.